Manufacturer narrative:
Part number 241.381 made on work order (B)(4) and lot number 6508516 had no ncrs. Material lot 6203381 from which these parts had one ncr for incomplete information on the certificate. Certificate was missing test results used to verify raw material acceptance. All necessary tests were found to be performed and verified material to be conforming. Information was inadvertently not transferred to certificate. Rework of certificate documentation is recorded on (B)(4). Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
The surgeon planned a hardware removal of an ankle arthodesis plate because a couple of screws had loosened and backed out. The surgeon successfully removed the plate and six screws, including the screw that was placed outside the ankle independently. The surgeon also removed the broken fibula plate and six screws as well. The surgeon did not replace the patient with anything additional after removing all hardware, two plates and twelve screws. No additional information is available. This is report 3 of 4 for complaint (B)(4).